Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer's blood glucose (bg) level was 535 mg/dl. The customer attempted to address the high bg by administering a correction bolus via the pump. Reportedly the customer went to the emergency room on (B)(6) 2024, the customer was unable to recall the exact date. The customer was supplied with an insulin drip to address the elevated bg. Customer was released the next day with the issue resolved with no permanent damage.